Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the right ventricular lead. The pacing threshold was unstable and the lead had a polarity switch due to low impedance. Lead revision has been scheduled due to the risk of twitching and a possibility of lead fracture. During the lead replacement procedure the lead was measured with the analyzer and there was intermittent failure to capture. When the stylet was advanced, the helix of the lead was not retracted (total 20 rotations using the pinch-on tool). The coil of anode was found to be exposed at the sleeve, it was repaired, tied up and fixed using an adhesive agent and a thread. Chest x-ray showed the insulation issue. The connector of the lead was cut and capped, and remained in the patient. No further patient complications have been reported as a result of this event.